Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during angioplasty of the lower tibial artery via pedal access, a cxi support catheter separated upon removal of another manufacturer's 0.018-inch wire guide from the catheter. The wire and catheter were removed together, and another device of the same type was used to successfully complete the procedure with a good patient outcome. The anatomy was not tortuous or calcified. Resistance was not reported upon insertion or removal of the device. The catheter was not used with a power injector. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was received with a wire through the entire catheter. A 4mm portion of the catheter tip was separated. A kink was noticed at 7mm from the strain relief. The overall catheter length measured 92cm with the separated tip. No further issues were identified. A document-based investigation evaluation was performed. As the lot number was unknown, a DHR review could not be performed. Cook reviewed the device master record as it pertains to this failure mode, including the manufacturing instructions, quality controls, product labelling and design history file. It was concluded that there are adequate controls in place to mitigate the risk of this failure mode. The product IFU cautions: ¿the catheter should not be advanced into a vessel having a reference vessel diameter smaller than the catheter outer diameter¿ the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction.¿ based on the information provided and the results of the investigation, cook has concluded that the cause of this complaint could not be determined. The lot number was not provided. With current information, possible causes for this complaint including patient anatomy, procedural/user issues or manufacturing cannot be ruled out. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation = interventional radiology tech. Per the reporter, the lot number for the complaint device is possibly 13159544; although, the customer could not confirm this. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during angioplasty of the lower tibial artery via pedal access, a cxi support catheter separated upon removal of another manufacturer's 0.018-inch wire guide from the catheter. The wire and catheter were removed together, and another device of the same type was used to successfully complete the procedure with a good patient outcome. The anatomy was not tortuous or calcified. Resistance was not reported upon insertion or removal of the device. The catheter was not used with a power injector. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.